Event description:
The rotator broke during abdominal angiography at 360 psi. No harm or injury reported. The customer reported two (2) defective devices but has not provided any add'l info or clinical details for the add'l events. The customer is to return two devices.

Manufacturer narrative:
Device eval: the device eval has not been completed. Eval: conclusions: a f/u report will be submitted when the device eval has been completed.